Manufacturer narrative:
Investigation results, involved components: po736r jaw ins. Universal grasper 5mm 310mm lot unknown. Pm973r insulated outer tube 5/5mm 310mm lot unknown. Investigation was carried out visually and microscopically. The working end of the jaw insert and the insulation rod is kinked. A deep scratch can be found near the broken area most likely caused by an overloead situation e.g. Leverage or torsion during handling. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Due to the investigation results the root cause is most probably usage related. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with a universal grasper 5mm 310mm. According to the complaint description the grasping forceps broke on the shaft during surgery. During one ventrial hernia repair, one grasping forceps broke on the shaft. The surgery lastet for two hours and they did not do anything specific which they have not done before. The surgeon is an experienced user of our monopolar instruments. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).